Manufacturer narrative:
The field service engineer (fse) did not observe and could not duplicate the fluid leak reported by the customer. The fse replaced solenoid 17 (lv17) to resolve the partial aspiration and backwash not performed system errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 30 milliliters of clear fluid leaked inside the instrument during quality control involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye glasses and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.